Manufacturer narrative:
The sheath 4fc12 with lot number 0009925335 was returned and analyzed. Visual inspection showed that the shaft was kinked and twisted between 35 and 55 mm from the tip. The kink was preventing smooth steerability when a test balloon catheter was inserted. In conclusion, the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.